Event description:
It was reported that the catheter leaked fluids from the port in contact with the vein. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a dialysis catheter. The photograph depicted both the venous and arterial extension tubes. A syringe was attached to the blue luer and the venous extension tube was filled with blood. Blood was visible leaking from the venous extension just distal of the white strain-relief sleeve. While leakage was visible, inspection of the provided photograph was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue. Evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3792 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked fluids from the port in contact with the vein. No other information was provided.